Event description:
A (B)(4) female pt called zoll customer support to report that she was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable connector. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the open wire. The pt received a replacement electrode belt.